Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 528mg/dl. The customer experienced chest pains from her back and to her neck. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The alarm history showed a low battery, low reservoir, and no delivery alarms. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller stated that she had a hypoglycemic shock, and her blood glucose was 128 after she came out of the shock. Then the customer called back to report bent a bent cannula. No further information was provided.